Event description:
"Clip applier miss fired after 3 clips were placed inside the patient. The jaws locked and it wouldn't even load. It appeared to be working again and the surgeon tried it again, there was a clip left inside the pt which was removed. Inzii bag used to remove gall bladder - first though a 5 mm incision. Gall bladder did have a large amount of stones at the distal end. The bag tore at the distal end, approx 1 cm tear after force was used to try and remove the gall bladder. The incision was extended to more than 12mm. Gall bladder had to be removed without a bag."

Manufacturer narrative:
No products are being returned for evaluation but lot numbers are provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.